Manufacturer narrative:
Quality control results were within specifications. The customer performed precision testing which was within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the tp2 (total protein gen.2) assay on a cobas 8000 cobas c 502 module, serial number (B)(6). The sample initially resulted in a tp2 value of 0.02 g/dl. On (B)(6) 2023, the sample was repeated two times, resulting in tp2 values of 6.27 g/dl and 6.20 g/dl. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The field service engineer checked the sample probe and the water level of the sample probe washing. No issues were found. The issue did not re-occur. The investigation could not identify a product problem. The cause of the event could not be determined.